Manufacturer narrative:
Samples received: 1 unopened unit. Analysis and results: there are no previous complaints of the same code-batch. We manufactured (B)(4) units of this code batch. There are (B)(4) units in our stock. We have received one closed sample containing four white premicron threads and four green premicron threads. Certificates of analysis and results from the threads were checked and all of them comply with the established specifications. In order to try to reproduce the defect found by the customer, we performed a test consisting on keeping the thread at a different tension (5n, 15n, 25n) and cutting it with a sharp scissors. We have observed that the more strength applied, the more fraying at the end of the thread appears (see enclosed pictures). The effect is proportional to the strength applied. Although fraying at the end of the thread after cutting is a common effect on multifilament sutures, it clearly depends on the tension applied by the user. Final conclusion: although the results of the sample received fulfil the specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Corrections: (B)(4).

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It is reported that the thread is twirl/fray after cutting.